Event description:
Reference number (B)(4). Event took place in the united states. It was reported that, the patient encountered infusion insulin flow block alarm event on (B)(6)2025. The blockage was at site. Patient replaced infusion set and resumed insulin successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated. The batch 5407691 in question was manufactured at the reynosa site. The reference samples for the lot 5407691 have already been previously tested for visual inspection in the complaint (B)(4) on 18/jul/2023. All test results were found within specifications as per the test report complaint (B)(4) test report. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the occlusion at infusion site (e.g. Occlusion alarm from the infusion pump may have sounded) (specific cause not identified). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Reference samples test results: functional test air flow according to wi version 2 on reference samples, 10/10 samples passed the test. A batch record review was conducted resulting in the following: packaging lot: the lot 5407691 was manufactured according to the wi version 88, in the machine multivac 10, on 14/nov/2022, with a total of 30,000 units. Welding lot: the lot 5407916 was manufactured according to the wi version 64, in the machine ls06, ls07 and ls11, on 31/oct/2022, with a total of 30,900 units. The lot 5407917 was manufactured according to the wi version 64, in the machine ls06, ls07 and ls11, on 13/nov/2022, with a total of 30,900 units. The lot 5385143 was manufactured according to the wi version 64, in the machine ls24, ls25, on 14/nov/2022, with a total of 8000 units. Glue-connector lot: the lot 5407896 was manufactured according to the wi version 34, in the machine mp03, on 31/oct/2022, with a total of 32,000 units. The lot 5407897 was manufactured according to the wi version 34, in the machine mp03, on 13/nov/2022, with a total of 31,360 units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 01/jul/2025 against malfunction code occlusion at infusion site (e.g. Occlusion alarm from the infusion pump may have sounded) (specific cause not identified) and lot 5407691 and no other complaints have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: on the investigation on reference samples, no issue were found related to occlusion, harm no reportable, no defect on tests, no non-conformance (nc) raised during production, no other complaint was received on the lot in question and malfunction, no further action are required, therefore, this issue will be monitored through the post market surveillance activities.